Event description:
The customer reported on (B)(6) 2014 his blood glucose and insulin history. The pod was deactivated and he noticed the cannula was not inserted into the infusion site. At 1:31 am he was able to activate new pod and gave a bolus of 10.0 units of insulin. At 9:30 am his bg was reading 3.2 mmol/l (58 mg/dl).

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred.